Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. It was noted that the atrial lead had dislodged. A lead revision to reposition the lead was completed successfully. The patient was stable.

Event description:
New information received notes the lead dislodgement was confirmed by x-ray and no electrical abnormalities were observed.